Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the hospital and not returned to the MFR. Add'l info was requested, but not made available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt fell and broke her femur above the prosthesis so, revision was required.